Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1563683; mfg date 12/2015; exp date 12/2020. Batch # j1565648; MFR date 12/2015; exp. Date 12/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by ¿when the negative pressure was applied with a syringe, the drain seemed to become hard¿ was the drain attached to the reservoir? Was the reservoir activated to create the negative pressure? Was the drain blocked? How was the case completed?

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on unknown date and the drain was implanted. After the procedure, the drain was unable to suction waste fluid with the drain tube on the ICU floor. When the negative pressure was applied with a syringe, the drain seemed to become hard. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what do you mean by when the negative pressure was applied with a syringe, the drain seemed to become hard: it meant that it was suctioned by attaching a syringe to the drain and pulling it. However, the suction was not applied well. Was the drain attached to the reservoir: yes, but the details were unknown, was the reservoir activated to create the negative pressure: no information. Was the drain blocked: no information. How was the case completed: no information.